Manufacturer narrative:
Investigation summary : bd received four photos for investigation. Evaluation of these photos indicated gel smearing and poor barrier separation. A total of 100 retained samples were visually inspected, and no gel smearing or gel defects relating to poor barrier separation were found. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation and gel smearing. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation and adherence of separator to the tube wall was seen inside of four tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation and adherence of separator to the tube wall was seen inside of four tubes. No adverse impact was reported regarding the patient or user.